Manufacturer narrative:
The investigation determined that a lower than expected vitros intact pth (ipth) result was obtained from a single patient sample processed on a vitros 5600 integrated system when compared to ipth results acquired from another site using another vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros ipth reagent performance issue is not a likely contributor to the event. There was no indication of an instrument malfunction as precision testing performed on the instrument was within ortho guidelines. Therefore, it did not likely contribute to the event. In addition, sample handing cannot be ruled out as a cause as the handling, storage and age of the samples were unknown. Moreover, the samples were not tested concurrently. Intact pth is labile and susceptible to fragmentation and correct handling of patient samples is necessary to ensure that the pth molecule remains intact. The degree of fragmentation will depend on both time and temperature of storage of the samples.

Event description:
A customer reported a lower than expected vitros intact pth (ipth) result obtained from a single patient sample using a vitros 5600 integrated system when compared to ipth results acquired from another site using a vitros method. Patient sample 7 result of 87.3 pg/ml vs. The expected result of 125.7 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros ipth result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).